Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection and inflammation around the implant site. Re-implantation is planned but has not taken place as of the date of this report, november 26th, 2014.

Manufacturer narrative:
This report is filed may 16, 2015.

Manufacturer narrative:
(B)(4).